Manufacturer narrative:
H6, investigation findings, code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device remains implanted. Therefore, an evaluation of the device cannot be performed. Gore has reached out to the physician for additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, this 84-year-old male patient underwent endovascular treatment as an emergent procedure for a common iliac artery aneurysm with unspecified gore® excluder® aaa endoprostheses. Vessel access was performed via the percutaneous route. The gore® devices were successfully navigated to the intended location and successfully deployed. Apart from one additional but unspecified procedure no other information was reported. On (B)(6) 2025, the patient reportedly had a reintervention for an unknown reason. During the reintervention, it appears that the gore® excluder® trunk-ipsilateral leg component implanted previously was presumably extended with a gore® tag® thoracic branch endoprosthesis aortic extender. It was also reported that on the same day, the patient was diagnosed with bowel ischemia. The event was reported to have been fatal and the patient was noted as deceased as of (B)(6) 2025.

Manufacturer narrative:
Additional manufacturer narrative: this report contains changes to previously submitted information. B3, date of event: updated. The death of the patient on (B)(6) 2025, was reportedly unrelated to the implanted gore® tag® conformable thoracic stent graft with active control system tgmr404020e/(B)(6). B3 was therefore updated to (B)(6) 2025, to reflect the implant date of this device as the implant had no adverse consequences. B5, describe event or problem: updated. The gore® tag® thoracic branch endoprosthesis te3742e/(B)(6) reported in the initial version of this medwatch report was used to solve the type 1a endoleak on the gore® tag® thoracic branch endoprosthesis tac083715e/(B)(6) and has no allegation. Also, additional information received indicated that a gore® excluder® trunk-ipsilateral leg component as previously reported in the event description in this initial medwatch report was not implanted. D1/d2a/d2b: updated. D4 and d6a, if implanted, give date: updated. G4, PMA/510(k)number: updated. H4, device manufacture date: updated. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, health effect ¿ clinical code: replaced e0509 with e2403. H6, health effect ¿ impact code: replaced f02 with f26. H6, component code: replaced g07003 with g04122. H6, type of investigation: added b14, b20. H6, investigation findings: confirmed c19 - code c19: a review of the manufacturing records for the gore® tag® conformable thoracic stent graft with active control system tgmr404020e/(B)(6) indicated the lot met all the pre-release specifications. The device remains implanted. Therefore, an engineering evaluation could not be performed. H6, investigation conclusions: replaced d16 with d14. Additional information received from the physician stated that the bowel ischemia was caused by thrombus that had embolized from the wall of the thoracic aorta. Therefore, there does not seem to have been an allegation on the gore® tag® conformable thoracic stent graft with active control tgmr404020e /(B)(6) of having caused or contributed to the patient¿s death. Gore is therefore retracting the manufacturer incident report for this device.

Event description:
It was reported to gore that on (B)(6) 2025, this 84-year-old male patient underwent an emergent endovascular procedure with gore® tag® thoracic endoprosthesis devices to treat a thoracic aortic aneurysm with a contained rupture. A gore® tag® thoracic branch endoprosthesis aortic component was implanted into the descending thoracic aorta and a gore® tag® thoracic branch endoprosthesis side branch component was used for the left subclavian artery. Also, a gore® tag® conformable thoracic stent graft served as a distal extension. Vessel access was performed via the percutaneous route and the gore® devices were successfully navigated to the intended location and successfully deployed. As a planned adjunctive procedure, a transposition of the left common carotid artery to the left subclavian artery (lsa) was performed for revascularization of the lsa. Reportedly, embolectomy was also done. When implanting the gore® tag® thoracic branch endoprosthesis aortic component, the graft was placed slightly too distal, resulting in a bend of the gore® tag® thoracic branch endoprosthesis side branch component and a type 1a endoleak occurred. During a reintervention on (B)(6) 2025, an additional gore® tag® thoracic branch endoprosthesis aortic extender device was implanted to resolve the type 1a endoleak. Additionally, the gore® tag® thoracic branch endoprosthesis side branch component was relined to correct the reported kink. It was also reported that on the same day, the patient was diagnosed with bowel ischemia. The event was reported to have been fatal and the patient was noted as deceased as of (B)(6) 2025. Additional information received from the physician stated that the bowel ischemia was caused by thrombus that had embolized from the wall of the thoracic aorta. Reportedly, it was not believed that a gore device caused or contributed to the bowel ischemia and the subsequent death of the patient. Therefore, there does not seem to have been an allegation on the gore® tag® conformable thoracic stent graft with active control tgmr404020e/(B)(6) of having caused or contributed to the patient¿s death. Gore is therefore retracting the manufacturer incident report for this device.